Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. An internal inspection resulted in no findings. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.